Event description:
The following information was provided by the user to the cook area representative in germany: disconnection of the blue hook with the support several times and for each tip of the support (i.e. Both blue hooks separated from the loading catheter during the loading process.). Several attempts were made in an effort to collect additional information regarding patient impact and product usage. The complainant did not specify if the patient experienced any adverse effects or required additional medical procedures due to this event. However, the information able to be collected does not reasonably suggest the patient was adversely impacted.

Manufacturer narrative:
Investigation evaluation: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: the instructions for use direct the user to attach the trigger cord tot he hook on the end of the loading catheter, leaving approximately 2 cm of trigger cord between the knot and the hook. If the knot and the hook are placed closer than 2 cm, this can create resistance when withdrawing the loading catheter through the ligator handle and/or accessory channel of the endoscope. If additional pressure is applied to the loading catheter when resistance is encountered, this could contribute to separation of the blue hook from the loading catheter. Prior to distribution, all saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated to reduce occurrences of blue hook detachment. Quality assurance will continue to monitor for complaint trends.